Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that during the spaceoar placement procedure, the ultrasound imaging showed the hydrogel was flowing into the ventral side of the prostate. Later the magnetic resonance imaging (MRI) confirmed the presence of the hydrogel inside the blood vessels such as those around the lateral side of the prostate and the dorsal venous complex (dvc). The following days after the procedure, it was confirmed that the hydrogel was not within the rectal wall. Although the risk of pulmonary embolism occurring immediately after the procedure was acknowledged, the patient did not complain postoperatively and had been discharged.